Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2016, product type: lead . Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. The (B)(4) applies to the implantable neurostimulator and both of the leads. The (B)(4) apply to both of the leads. The evaluation conclusion applies to both of the leads.

Event description:
Information was received from a patient via manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain. It was reported that there was drainage and soreness over the lead site. There was an infection. The patient's work helmet interferes with lead location. The health care provider removed the leads and cut them at the battery site, but left the battery in for future reimplantation of the leads once the area heals. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.